Manufacturer narrative:
Patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. If heartmate ii left ventricular assist system (lvas), serial number (B)(6) , is returned to abbott at a later date this file may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2017. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. No device related issues were reported by the account. The patient was transplanted on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.